Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was trying to set her pump to vibrate but it was beeping loudly instead. Her blood glucose was unknown. During vibrate anomaly troubleshooting, the customer said that vibrate mode was set to on. She was assisted with performing a self-test and the pump did not vibrate during the self-test. She was advised that the pump needed to be replaced and to revert to a back-up plan per her doctor. The customer stated that during the troubleshooting, she received a pump error alarm that prompted her to replace the battery. She was unable to do so because she was not feeling fell and was upset over the fact that the pump was not able to vibrate. The insulin pump is not being returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The vibrate alert and audio alert tones activated properly during the self test and can be enabled from the audio menu. No audio or vibrate alert anomaly noted during testing. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, end cap address label faded, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.